Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context of the procedure. The reported patient effect of angina is listed in the omnilink elite peripheral stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: article titled: ¿stent migration as complication of endovascular treatment of vascular access stenosis: a systemic review". B3, d6a- date estimated as (B)(6) 2000.

Event description:
The article aimed to review literature concerning stents migration in vascular access, the possible outcomes and treatments. 17 studies, comprising 18 cases were reviewed. The article documented one case involving an omnilink stent. Pre-dilatation was not performed. The 10.0x38mm omnilink stent was implanted in the innominate vein. Post dilatation was not performed. One day post procedure a central venous catheter was placed: however, the patient experienced chest pain. X-ray and computer tomography scan showed the omnilink stent migrate to the left pulmonary artery. The patient was treated with antiplatelet therapy. Per the author the migration was due to an interactions with the central venous catheter. The article concluded that vein stenting has been demonstrated to be a safe and effective treatment of vascular access outflow stenosis. Device migration is an uncommon event and no sufficient data to clarify this complication. Details are listed in the attached article, titled ¿stent migration as complication of endovascular treatment of vascular access stenosis: a systemic review.¿ no additional information was provided.